Manufacturer narrative:
(B)(4) follow up. It was reported a foreign substance was found on the needle. As a sample was not returned, a thorough sample evaluation could not be completed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a magnified needle assembly with no packaging blister or plastic shield. The needle has a dark colored particle adhered close to the dome. No other defects or imperfections were observed. Additionally, an analytical report infrared spectroscopy was provided by the customer. It shows a photo of the sample indicating where the foreign matter was observed. Another photo shows the foreign matter with magnification. One chart was provided and states at the bottom that the foreign matter is polycarbonate with some silicone oil. However, there is no percent match indicated in the conclusion. A second chart was provided showing an analysis of a comparison sample confirming the needle hub is made out of polycarbonate and could be the origin of the foreign matter. A device history record review was completed for provided material number 305211, lot 2088584. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. This lot meets bd's acceptance criteria. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Please be informed about a market complaint received by roche stating: ¿when the needle was inserted to administer to the patient, a foreign substance was found in the needle. The product was not used.¿ roche currently considers this a high risk and a potentially critical complaint given the fact that a potential contamination of a sterile product can currently not be excluded. Unfortunately, at this point in time only this picture and no sample is available: please perform (at minimum) the following investigation: 1.review the batch documentation for the affected needle batch. Report any deviations, events, or changes that could have contributed to the reported foreign matter on the needle. 2.describe the manufacturing/assembly process and relevant control steps to ensure the quality of the units and detection of the reported defect. 3.inspect the photograph of the complaint sample and report any potential origin for the occurrence of such a defect. 4. Provide the defect classification according internal bd acceptance limit of such defect during sampling procedures. 5. As the complaint sample is no longer in its original condition, indicate if bd would like to investigate (test) the complaint sample in case the sample is available. 6.provide a conclusion concerning complaint evaluation (confirmed/not confirmed), plus root cause and CAPA if applicable. Roche as the mah of the needle co-packed with vabysmo needs to asap understand if this is a critical issue that might require vigilance activities. We therefore highly appreciate your expedited investigation + providing a first report latest by friday, january 5th, 2024.

Event description:
Please be informed about a market complaint received by roche stating: ¿when the needle was inserted to administer to the patient, a foreign substance was found in the needle. The product was not used.¿ roche currently considers this a high risk and a potentially critical complaint given the fact that a potential contamination of a sterile product can currently not be excluded. Unfortunately, at this point in time only this picture and no sample is available: please perform (at minimum) the following investigation: 1.review the batch documentation for the affected needle batch. Report any deviations, events, or changes that could have contributed to the reported foreign matter on the needle. 2.describe the manufacturing/assembly process and relevant control steps to ensure the quality of the units and detection of the reported defect. 3.inspect the photograph of the complaint sample and report any potential origin for the occurrence of such a defect. 4. ¿ provide the defect classification according internal bd acceptance limit of such defect during sampling procedures. 5. ¿ as the complaint sample is no longer in its original condition, indicate if bd would like to investigate (test) the complaint sample in case the sample is available. 6.provide a conclusion concerning complaint evaluation (confirmed/not confirmed), plus root cause and CAPA if applicable. Roche as the mah of the needle co-packed with vabysmo needs to asap understand if this is a critical issue that might require vigilance activities. We therefore highly appreciate your expedited investigation + providing a first report latest by friday, january 5th, 2024.

Manufacturer narrative:
(B)(4): initial MDR submission for device evaluation. A follow up MDR will be submitted if anything additional is received. It was reported a foreign substance was found on the needle. As a sample was not returned, a thorough sample evaluation could not be completed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a magnified needle assembly with no packaging blister or plastic shield. The needle has a dark colored particle adhered close to the dome. No other defects or imperfections were observed. A device history record review was completed for provided material number 305211, lot 2088584. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative